Event description:
It was reported that during an anterior lumbar interbody fusion (alif), as the surgeon was using the synfix-lr trial implant, the tip broke off, leaving the trial spacer in the interveterbral space. The surgeon was able to remove the trial spacer from the patient. The tip remains in the trial spacer. Surgery was completed without further incident and no adverse effect to the patient was noted. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals that the returned spindle assembly component of the handle is not to the latest version, as indicated in the manufacturing review. It was not made with the revised material that was included and released to help mitigate this failure mode as part of the internal corrective action that was previously opened to address this failure mode. The new spindle assembly has multiple distinguishing marks, including a logo on the knob and a part and lot number etched on the shaft. These markers provide visual cues of the design change on the spindle assembly to improve resistance to breakage, as part of the internal corrective action. The failure has not been replicated with the updated spindle assembly to this handle by product development while following proper technique described in the technique guide and training.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This issue has been previously evaluated; according to the product development event evaluation this issue is deemed valid. (B)(6)